Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus (B)(4) (returned to ocm on 2016-07-06). The esg-400 electrosurgical generator was inspected and tested. The high-frequency outputs and the leakage currents were found to be in accordance with the specifications. However, a defective monopolar 1 socket was detected. This defect is most likely caused by either connecting and using an unapproved hf instrument, or connecting and using a hf instrument at the wrong receptacles of the socket. However, this does not have any influence on function and safety of the esg-400 electrosurgical generator since the high-frequency output can always be activated by foot switch or by hf instrument at monopolar 2 socket. In general, this kind of defect cannot cause or contribute to an injury of the patient. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be conclusively determined and is being judged as unknown. However, it can be excluded that it was caused by a malfunction of the esg-400 electrosurgical generator. Furthermore, it was reported that an unapproved hf resection electrode and a non-split neutral electrode from third party manufacturers were used during the procedure. A field service engineer noticed at the user facility that the single-use neutral electrode was broken and burned, and that it most likely had been reused on the patient. Therefore, this event/incident was attributed to abnormal use/off-label use and the case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and pro re nata retrained to correctly use the olympus medical devices.

Event description:
Olympus was informed that during a laparoscopic cholecystectomy procedure, the patient sustained a second-degree burn on the leg where the non-split neutral electrode was located. No further information was provided but the burn allegedly did not require any medical or surgical treatment. In addition, the patient was hospitalized after the intended procedure, which was successfully completed with the same set of equipment. There was no report of any equipment malfunction.